Event description:
It was reported that the patient presented with increased respiratory rate, increased tone, and sweating on approximately 2008. The mom had noticed something similar to this approximately one month prior to this. The patient required admission to the intensive care unit. The team could not determine if anything was wrong with the pump or catheter based on troubleshooting. The pump was replaced but the catheter was not replaced. The patient went into withdrawal. When the patient's pump was replaced the patient looked like he was in overdose, "but in the end was back at his usual dose." It was reported that all testing, including withdrawal of cerebrospinal fluid from access port, bolus dosing, and checking volume of residual did not reveal any problems. It was also noted that there were no warnings on the pump programmer to indicate problems. The concentration and daily dose of baclofen being delivered via the pump were not reported. It was noted, at the time of the report, that the patient still had not completely recovered and required home oxygen.

Manufacturer narrative:
.